Manufacturer narrative:
Follow-up #2 date of submission 01/02/2014-device evaluation: additional information from product analysis performed on 12/17/2013: twenty-four hour duration testing was initiated, and after about four hours the pump emitted a ¿replace battery¿ alarm. The duration testing could not be completed due to the defective internal component. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings: a review of the pump¿s history showed unusual fluctuation of voltage on 08/19/2013. During testing, the pump powered on normally. The pump cover felt warm to the touch several minutes into testing. The power draws were found to be above specifications. The pump cover was removed and internal component failure was found. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.